Event description:
It was reported that the patient went to the hospital due to hearing an alarm. It was also noted there were artifacts stored on the electrocardiogram (egm). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; product ID 5076 implantable pacing lead, implanted: (B)(6) 2013; product ID 419688 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the criteria for the right ventricular lead integrity alert (lia) were met. There was 153 lifetime ventricular-sic occur since (B)(6) 2013. Five lead failure predictor (lfp) episodes of less than 220 ms ventricular to ventricular cycle are recorded on (B)(6) 2013. Lia triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia (nst) and v-sic.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.